Event description:
The leads were returned to the manufacturer with no information, were analyzed and tested out of specification. Additional information obtained noted that the leads were fractured when the physician attempted to free them up during device replacement. No performance allegations were known prior to procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, and the outer insulation of the lead developed a cosmetic depression while in vivo. Concomitant products: kdr901 implantable pulse generator (ipg), implanted: (B)(6) 2003; 4968-25 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).